Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer's blood glucose level was 430 mg/dl at the time of the incident. The customer stated that the drive support cap was protruded/loose/sticking out. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer did not troubleshoot the issue and did not return the product back for analysis.